Event description:
It was reported that the patient received inappropriate therapy. A review of the electrograms showed the right ventricular (rv) lead with t-wave oversensing (twos) and noise. The rv high voltage lead was capped and replaced. The rv pace sense lead remains in use. It was also reported that the right atrial (ra) lead showed p-wave oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 lead, implanted: (B)(6) 2006; 6944-65 lead, implanted: (B)(6) 2004. (B)(4).